Manufacturer narrative:
The tandem t: slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was 135 mg/dl. The customer had been using the cartridge for 5 days. The customer indicated that the pump supplies would be changed.